Manufacturer narrative:
The device was not returned for evaluation. A review of the manufacturing records did not identify any issues which would have contributed to this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the screw tulip detached from the screw shank during surgery. Both pieces were removed from the patient and replaced. There was no patient injury or adverse event in association with this report.